Event description:
Patient's partner requested information on the process stating their partner's implants had to be removed and replaced. Physician reports capsular contracture baker grade IV, rotating implant with excessive folding and sever pain for right device. This record relates to right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: capsular contracture : unable to observe since it is a medical event and is not related to the device. Flipping: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : observed crease flat on the device. Additional observations: deformation observed on the device. Wear abrasion observed on the device.

Event description:
Patient's partner requested information on the process stating their partner's implants had to be removed and replaced. Physician reports capsular contracture baker grade IV, rotating implant with excessive folding and sever pain for right device. This record relates to right side. Device has been explanted.